Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and capsular contracture.

Event description:
Healthcare professional reports right side seroma and capsular contracture, baker grade iii. The patient has been tested for bia-alcl and the patient tested negative for alcl. The device has been removed and replaced.